Event description:
The device was used during a bowel resection procedure. The staples did not form properly and the knife did not cut. The surgeon used another instrument to complete the procedure. No pt injury reported.